Event description:
It was reported to us that urinary drainage bags were not draining properly, and that urine was backing up causing pts to go to the emergency department to have the drain bag replaced.